Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of thrombosis as listed in the mitraclip system gen 4 instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported thrombosis could not be determined. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus. It was reported this was a that mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a mr grade of 4. The first clip was advanced, grasping was difficult due to the small coaptation gap. The clip was eventually implanted. To further reduce mr, a second clip was advanced; however, when the clip exited the steerable guide catheter (sgc), thrombus was observed on the clip. It is believed thrombus formed in the sgc and was pushed out with the clip. The clip was not implanted, and the sgc and cds were removed. The activated clotting time was 287 seconds, no additional medication was needed. A cerebral protection system filter was used for treatment. A new sgc and cds were used, and a total of two clips were implanted, reducing mr to 2. The patient has been discharged and is doing well. No additional information was provided.